Event description:
It was reported that the subject stent retriever was delivered to the lesion in the middle cerebral artery (mca) for endovascular ischemic stroke thrombectomy case. After the clot was captured, the physician pulled back the delivery wire assuming the subject stent would follow as well; however, the subject stent was left inside the right mca reaching out from internal carotid artery (ica) distal as it broken off from the delivery wire. Another device was used to complete the procedure. The patient was doing good for the first two days after the procedure, then his condition worsened. The physician believes that the patient is now right hemiplegic due to the broken stent retriever.

Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. During visual inspection, the trevo provue retriever core wire had been separated on its distal section. The trevo provue core wire was approximately 177.5cm section was returned from its proximal end. The core wire distal separated section and retriever were not returned. Functional testing could not be performed due to the condition of the returned device. From the condition of the product it appears that the product had been under excessive manipulation. In case of this complaint, while there are a number of potential causes for the reported issue, because review and analysis of available information to identify a definitive cause, a cause of undetermined was assigned to the as reported issues retriever fracture/broken inside patient and un-retrieved device fragments. An assignable cause of anticipated procedural complication was assigned to the reported issue patient complication, as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted within the direction for use (dfu), product labeling and/or risk documentation files. D4: expiration date: added d10/h3: product available to stryker: updated h4: manufacturing date: added h3: device evaluated by mfg: updated.

Manufacturer narrative:
Device evaluated by MFR: subject device is not available.

Event description:
It was reported that the subject stent retriever was delivered to the lesion in the middle cerebral artery (mca) for endovascular ischemic stroke thrombectomy case. After the clot was captured, the physician pulled back the delivery wire assuming the subject stent would follow as well; however, the subject stent was left inside the right mca reaching out from internal carotid artery (ica) distal as it broken off from the delivery wire. Another device was used to complete the procedure. The patient was doing good for the first two days after the procedure, then his condition worsened. The physician believes that the patient is now right hemiplegic due to the broken stent retriever.